Event description:
It was reported the patient's blood glucose level (bgs) rose to 23.2 mmol/l (417.6 mg/dl) while wearing the pod between 5 and 24 hours. The patient had consumed alcohol. The patient was continuously vomiting during the night as the bgs continued to rise. The patient's mother called the hospital and they advised they go to the hospital. Once there, the doctor's removed the pod from the infusion site (hip/buttocks) and the cannula was found to be dislodged. As treatment, the patient was given insulin and intravenous fluids and calcium. The doctor placed later placed a new pod for the patient. The patient was discharged after 3 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined.